Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive mini implant was broken during the implant placement. The dentist could only remove a piece of the implant while the other piece could not be removed. The implant was being placed in tooth # 23. The implant site had type 2 or 3 bone quality per the dentist. The patient has been edentulous for a long time. The patient doesn't have history of any major problem. The patient is reported to be doing ok.

Manufacturer narrative:
Corrected and UDI information was provided. The device was not available for investigation and analysis. The lot number was received and a review of the device history record (DHR) was conducted. There was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. A historical review was performed for similar incidents for this device model and lot number and this was the only complaint received for this reported lot number. It is unknown the amount of force applied during implant placement. However, probable cause of the event may have been attributed to excessive force (lateral, vertical, shear, torsional, compressive and angular) which may have impacted the implant and resulted in a fractured and/or deformed implant. This event will be tracked and trended.